Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant site gets hot and painful. The patient stated they could handle it at first but it had gotten more recently and they brought it up to the healthcare provider. Troubleshooting reviewed the option of turning it down and meeting a manufacturer representative for more troubleshooting. The patient was directed to follow-up with their healthcare provider. The indication for uses was post lumbar laminectomy syndrome.